Event description:
Caller reported experiencing cgm error 42 with their g6sensor. There was no reported adverse impact to the customer¿s blood glucose level. The customer powered off their pump before contacting support, and assistance was provided to complete a pump reset. After the reset, the cgm error code did not appear again, and the customer successfully started a new sensor session.